Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to tighten screws on orbital lock. Screws tightened and locktite added. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system had a handle that came off. No patient injury was reported.